Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was discarded by the customer and will not be returned for evaluation.

Event description:
According to the reporter: the trocar blade does not remain engaged, making it difficult to insert the trocar in the abdomen safely. The surgeon continued to use the trocar until it was in the abdomen. There were no patient issues. The current patient status is reported as recovered.